Event description:
It was reported that the 'up 'down' and 'ok' buttons were unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. (B)(6).